Event description:
It was reported that a malfunction occurred with a displayed code of "malf 0." There was no reported adverse impact on the customer¿s blood glucose level. Customer technical support provided guidance to reset the pump, which resolved the issue, allowing the customer to continue using the pump without further recurrences.